Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs100 intra- aortic balloon pump (iabp) display was flickering. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h10 a getinge field service engineer (fse) evaluated the for the reported malfunction. The fse observed that the monitor display was flickering. The fse replaced the video receiver cable. The fse performed all functional and safety checks to factory specifications. The iabp returned to the customer and cleared for clinical use.

Event description:
N/a